Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia and the insulin pump received no delivery error. The customer blood glucose level was 582 mg/dl at the time of incident and the current blood glucose level was 250 mg/dl. The customer was assisted with troubleshooting but refuse to give information. The customer was treated with intravenous insulin for high blood glucose level. The insulin pump will not be returned for analysis.